Manufacturer narrative:
Each zenith device is shipped with instructions for use ( IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that changes in the structure, should they occur, be identified and addressed before causing clinical problems. The device remains implanted and no firms were provided to assist in this investigation. An internal clinical review indicated the event was caused by pt anatomy.

Event description:
A male underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Then in 2008, the pt underwent an additional procedure, due to the right iliac leg graft that thrombosed. The physician cleared the clot from the limb and placed another iliac leg graft inside the original graft to reline it. There were no kinks in the graft or evidence to show why this occurred. The pt was put on coumadin to further try to prevent the clotting of this limb.